Manufacturer narrative:
(B)(4). Batch: t5ap74. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported by the rep during a sleeve gastrectomy, the staple line was malformed after the first fire. The surgeon was using a powered 60mm stapler with a black reload with buttressing as he began his transection at the antrum of the stomach the staples were not compressing the tissue and did not form correctly. ¿the surgeon was concerned as he has never encountered an issue like this after using the same technique countless times.¿ there was no delay in he procedure and the staple line was over sewed to address the issue. The procedure was completed with no patient consequences reported. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.